Manufacturer narrative:
(B)(4). The lot 14n042 was manufactured between december 12, 2014 and december 17, 2014. Visual inspection was performed and white floating particulate was observed in the device. No cause was able to be determined with the provided information. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter floating in a small volume intermate device. This was found after compounding with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.